Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer did not press a button down for 3 minutes or longer. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer complained on (B)(6) 2022 pump alarmed stuck button. Pump passed self test and displacement test. All buttons function properly, although moisture was found on the j1 connector on pcba 1. Unit successfully downloaded to thump. The p-cap/reservoir does lock properly. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 02-dec-2022 at time 12:04:06.000 in pump downloaded history. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection and moisture damage was found there. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, serial number label stained, serial number label fading, scratched case, pillowing keypad overlay, and corroded battery tube. All buttons function properly and passed all required testing ;however moisture damage was found on the j1 connector on pcba 1. No stuck button error alarms noted during testing and verified pump alarmed stuck button on 02-dec-2022 at time 12:04:06.000 in pump downloaded history. Moisture damage found on pcba 1, pcba 2, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: insulin pump was returned for analysis.